Event description:
(B)(4). Initial info for this spontaneous case was received from a physician on (B)(6) 2008. A male pt (age (B)(6)) initiated therapy with poly-l-lactic acid (sculptra) (lot # and expiration date unk) for cosmetic reasons in (B)(6) 2006. He received a series of three injections in (B)(6) 2006. The physician reported that the pt "had papules after a year of treatment." The onset of the event was reported as (B)(6) 2007, and event was reported as ongoing. Medical history and concomitant medications unk to reporter. Lot number/expiration date not specified. No further medical info reported. Additional info for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.